Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for an in-clinic check, reproducible noise on the atrial lead was observed. The device was reprogrammed. The patient will continue to be monitored.